Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned vascular non-emergency procedure was completed by moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed a high circuit error at startup. (Button pressed at startup). The fse found that the geometry module was defective. The fse solved the issue by replacing the geometry module. The returned part was analyzed, however; no failures were found. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.